Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported scratched by the alinity I pipettor probe on left hand during daily maintenance. The customer was trying to clean and replace baffle when hit by the pipettor probe on left hand. The customer was wearing ppe at the time of incident. The superficial scratch area was wash with plenty of water and soap. The customer went to physician and got gamma globulin and hepatitis b vaccination and antiviral treatment. No further information provided. There was no patient involvement. The customer is doing ok.

Manufacturer narrative:
A review of the alinity I processing module, (B)(6) instrument service history revealed no additional injury issues from the alinity pipettor probe (list number 03r96-01). A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I processing module systems revealed found no systemic issues or trends for the issue associated with this ticket regards to injury. The alinity ci-series operations manual provides information on safety and hazards, including awareness of biological and physical hazards with regard to probe and other sharp. The alinity ci-series operations manual provides instructions for the daily maintenance for the alinity pipettor probes including required instrument status (including required instrument status- warming, idle, or running). The injury was not due to a malfunction of the alinity pipettor probe or analyzer malfunction and labelling adequately addresses proper handling of probes, precautions, and safety icons including the icon for probe stick hazard. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. No systemic issue or deficiency of either the pipettor probe or the alinity I analyzer, serial number (B)(6) were identified.

Event description:
The customer reported scratched by the alinity I pipettor probe on left hand during daily maintenance. The customer was trying to clean and replace baffle when hit by the pipettor probe on left hand. The customer was wearing ppe at the time of incident. The superficial scratch area was wash with plenty of water and soap. The customer went to physician and got gamma globulin and hepatitis b vaccination and antiviral treatment. No further information provided. There was no patient involvement. The customer is doing ok.